Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens trailing haptic tore off during insertion into the eye. The incision was enlarged to remove the lens. Surgery was completed using another lens and a suture was required to close the wound.